Event description:
Subsequent to the initial 30-day medwatch report, it was confirmed again that no part of the fractured stent was left in the patient. There was no clinically significant delay or adverse patient effect. Another stent was implanted to complete the procedure with a good final outcome and no additional intervention required. There was no additional information provided.

Manufacturer narrative:
The stent was returned for analysis. The reported material stent separation was not confirmed; however, the stent was noted to be stretched and bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation as no material separation was identified; however, the noted stretched and bent stent may have been mis-identified as a material separation. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices, interaction with anatomy and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevantinformation.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. During the procedure, a portion of the stent fractured off the shaft of the stent and was discovered on the intervention wire in the patient artery. The entire length of the catheter in the patient's arm was imaged and no debris was seen in the patients arm. No additional information was provided.